Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump has a prime anomaly; it is impossible to stop the piston during prime. Blood glucose value is unknown.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.